Event description:
A nurse reported that during phacoemulsification, while in the quadrant removal step, a corneal burn occurred. A suture was used at the end of the case to close the wound. This is the first of three similar reports from the same facility.

Manufacturer narrative:
The co rep examined the system and no problem was found. Preventive maintenance was performed. The system was then tested and met product specifications. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).